Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description provided by the customer indicated there was a medical intervention administered to the patient after the patient presented with stroke symptoms after having a flow diverter put on october 3rd. Computed tomography (CT) done and clot was found in the distal end of the stent. The patient currently has hemiplegia on his left side. Patient is on clexane as well as dual antiplatelets he was taking before and after the procedure. Additional information provided by the customer indicated the first flow diverter would not open around the bend so this was taken out and the second device implanted, which was shorter. The first device was 15mm. The anatomy was reported to be tortuous. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. An assignable cause of anticipated procedural complication will be assigned to the reported events: ¿patient stroke¿ and ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that approximately two weeks post procedure during a CT scan, a clot was found in the distal end of the subject stent. The patient presented stroke symptoms and had hemiplegia (weakness) on his left side. The patient was administered medication. The patient¿s current condition is unknown and will need to have rehabilitation. No further information is available.

Event description:
It was reported that approximately two weeks post procedure during a CT scan, a clot was found in the distal end of the subject stent. The patient presented stroke symptoms and had hemiplegia (weakness) on his left side. The patient was administered medication. The patient¿s current condition is unknown and will need to have rehabilitation. No further information is available.